Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the account and upon arrival cut 2 flaps and both the flaps were very well centered. Checked the system and no issues were found. System meets all factory specifications while on site doctor mentioned having trouble with surgical monitor video however, no issues found. Focus and aperture settings are as per the specifications. Instructed the customer on not adjusting the illumination all the way up which will wash out the image on surgical monitor. No issues found with surgical monitor nor the settings on it. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported the surgeon was performing a procedure and the flap was decentered. Surgeon had to perform photorefractive keratectomy on the patient.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.